Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed.one unpackaged ar-9597-20 was received for investigation.the device was not received assembled to an ar-9676. No problem found.upon visual evaluation it was noted that there is circular abrasions on and damage to the distal end of the device. The most likely cause for this failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9676 driver shaft cold welded to the ar-9597-20 angled reamer sleeve. This was discovered during a procedure when the surgeon was reaming the face of the glenoid. The case was completed by using a new device with no patient harm reported.